Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall a couple of weeks ago ((B)(6) 2019) and, since, had been feeling ¿electricity down their leg and urinating more with a return of symptoms. Last night they tried to use the programmer and the ¿electricity¿ hurt real bad (uncomfortable stimulation). Turning the stimulation off did not stop the sensation and could still feel the ¿electricity¿. The patient was redirected to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.

Event description:
Additional information received from the patient repeated the same therapy not working for them. They were still urinating all the time and going through 1 box of pads per day. The patient inquired if this was common and if they should just take the ins out. It was mentioned that the patient was seeing a new doctor regarding the issue but it had not helped. They patient had tried changing programs and had diagnostic imaging and nothing looked to be an issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.